Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the o ring of insulin pump was chipped. The act and esc button of insulin pump had to be pressed multiple times to get it to respond and also the rewinds were a little louder and slower. The customer stated that he had to change batteries in every 4 days. After troubleshooting customer stated that the buttons were responding well. The customer reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 685 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 4 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly, rewind anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response on the esc and act buttons due to flattened dome switches. No button error alarm noted. During visual inspection, the keypad connector on the lcd board was found locked properly. Device uploaded properly using care link. No missing or chipped reservoir tube lip noted. No damage noted on the reservoir tube o-ring. Device had a dented reservoir tube lip, a small crack on the display window and a scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.